Event description:
Siemens was notified on (B)(6) 2012 that the y1-jaw is not mechanically in the displayed position, which can be seen on the film. The jaw was not correct by 9 mm, w/o indicating any interlock. Reportedly, this issue occurred during the morning check. Therefore, there is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4), 2012 and mailing this MDR on april 17, 2012. Siemens investigation reveals that the mevatron m2/primus mid-energy system with a serial number less than (B)(4) was manufactured before 1999. These systems did not contain redundant sensors for jaw position. A customer advisory letter regarding interlock #51 jaw field position has been sent to customers using these systems in 2007, with safety update instruction (B)(4). This update applies to all digital linear accelerators with software versions 5.0-6.5, old motor control.